Event description:
It was reported that during an unknown procedure, the trigger did not return to the home position and the jaw did not open after the firing. Another device was used to complete the procedure. There were no adverse consequences for the patient. Contacted affiliate for additional information: "the trigger did not return to the home position and the jaw did not open after the firing." When the surgeon grasped the trigger about half way, clips were not fed properly and malformed. Then, malformed clip was caught on the tissue. The jaw was not actually remained in closed condition. As the jaw was open, he could remove the device somehow. Sales rep commented the surgeon might have approached at an angle to the tissue. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.